Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty and repeated dislodgements more than twenty rotations for helix extension and retraction that were required. Ultimately, the helix screw could no longer be fully retracted. After this rv lead was removed from the body and checked, thrombus and tissue were entangled. This rv lead was replaced, since the tissue removal was not possible and not implanted. No adverse patient effects were reported.